Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was between 160-170 mg/dl. The customer reverted to an alternate method of insulin therapy.